Event description:
It was reported that during the sifmoidectomy procedure, staple malformed at 2nd firing. It was completed by additional sutura. There were no adverse consequences to the patient. The device will not be returned.